Event description:
It was reported that in 2007 while the stimulation was on, the patient experienced a headache and numbness in her legs and arms. There was no known accident or incident related to the symptoms. The patient was currently at home and had an appointment with her hcp. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.